Event description:
At initiation of dialysis treatment facility staff report difficulty cannulating into pt's lifesite vascular access port. After 2nd attempt to insert needle the needle was removed. Visual inspection by the staff indicates that the tip of the needle broke off inside the port. Physician ordered pt to the hospital where the valve was explanted and a new valve implanted. The actual complaint sample has been retained by unit risk mgmt and has not been released to medisystems for investigation. Facility staff report difficulty cannulating this port since it was implanted in 2001. Port was placed in soft breast tissue where it has a tendancy to move when the required cannulation force is applied making proper insertion of the needle difficult.